Manufacturer narrative:
The device was returned above elective replacement indicator for the reported events of no bluetooth telemetry and premature battery depletion. Both events were confirmed during analysis and the device image revealed abnormal drop in battery voltage. The events were attributed to a ble circuitry anomaly.

Manufacturer narrative:
The device was returned above elective replacement indicator for the reported events of no bluetooth telemetry and premature battery depletion. Both events were confirmed during analysis and the device image revealed abnormal drop in battery voltage. The bluetooth anomaly was attributed to an anomalous crystal oscillator in the hybrid of the ble circuitry.

Event description:
Bluetooth malfunction field action issued by abbott on 10 march 2022.

Event description:
It was reported that the patient presented in clinic with bluetooth connection issues. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited a bluetooth malfunction alert and less than one year longevity. It was noted that the patient had a history of welding and stored the mobile phone in a pocket flush with the device. The device was explanted and replaced. The patient was in stable condition.